Manufacturer narrative:
(B)(4). Method: work order search. Results: visual inspection showed a haptic plate and part of the optic was torn off and missing. There was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon attempted to insert the micl13.2 implantable collamer lens and the lens got stuck while advancing towards the eye. No patient contact. The back up lens was successfully implanted.